Event description:
New information received indicated that recommended programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to possible myopotential oversensing during a clinic visit. No patient symptoms were reported. Programming changes and further testing were suggested. The patient will continue to be monitored with routine follow-up.